Event description:
It was reported that this right atrial lead got dislodged as confirmed trough x-ray. A lead revision procedure was performed and this lead was successfully repositioned. This lead remains in service. No additional adverse patient effects were reported.